Event description:
It was reported that the patient was having more seizures, possibly related to the depleted battery. It was stated that the battery has been dead for the past 3-4 months and his seizures dramatically increased. The device was pulse disabled on (B)(6) 2018. Prior to surgery the device was unable to be interrogated. The generator was explanted and replaced. Per the explanting facilities procedures the device will not be returned to the manufacturer for analysis. No additional or relevant information has been received to date.

Event description:
It was reported that a patient¿s battery is at end of service. The design history record for the m106 was reviewed. This generator was manufactured within the time frame that devices were laser routed therefore this generator has the potential to have been affected by laser routing. No additional or relevant information has been received to date.

Event description:
Additional programming data for the device was reviewed.